Manufacturer narrative:
UDI #: not available since model and serial not provided. Patient gender and age is unknown as it was not provided. Date of event is unknown as it was not provided. Model & serial number not provided. Initial reporter telephone is unknown as it was not provided. (B)(4). Evaluation summary attached? ''Yes''. Full literature citation: st. Clair rm, sharma a, huang d, et al. Development of a nomogram for femtosecond laser astigmatic keratotomy for astigmatism after keratoplasty. J cataract refract surg. 2016;42(4):556-562. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(6) 2016 and the information included in this report was collected from a retrospective review of patients. Mfg date: not available since system ID was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
From literature. A review of post-keratoplasty femtosecond laser ak was performed. Uncorrected (udva) and corrected (cdva) distance visual acuities, manifest refraction, and keratometry were recorded preoperatively and 1, 3, 6, and 12 months postoperatively. The location, length, depth, and diameter of the ak incisions were recorded, and the surgically induced astigmatic correction was related to these variables using regression analysis. Postoperative complications: graft rejection developed in 2(2.2%) of the 89 eyes and was successfully reversed in both cases. Four (4) of 43 eyes lost 2 or more lines of cdva postoperatively. The loss of cdva was attributed to induced irregular astigmatism in 3 eyes and to overcorrection in 1 eye.